Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The explanted device was discarded by the facility. No device malfunction was suspected. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6) batch: 19205615.